Event description:
It was reported by customer that clinician threaded wire without incident but encountered resistance when threading the catheter. Clinician attempted to pull catheter back onto needle and withdraw wire but was unable to do so. Upon removal of the catheter, the catheter was found to sheared and the wire was broken off, sticking out of the skin. The wire piece was retrieved by the clinician and unraveled during removal. Second access attempt necessary and additional ultrasound procedure needed to check for wire fragment. Additional information provided 09/05/2023 event occurred during placement. Went to remove the device after failed attempt, saw fractured wire sticking out of the skin at the insertion site, removed wire. The wire broke into two pieces. Diagnostic ultrasound performed to confirm all pieces were removed. No additional treatment or testing required beyond placement of new device. The event didn't involve an urgent/life threatening medical situation. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that clinician threaded wire without incident but encountered resistance when threading the catheter. Clinician attempted to pull catheter back onto needle and withdraw wire but was unable to do so. Upon removal of the catheter, the catheter was found to sheared and the wire was broken off, sticking out of the skin. The wire piece was retrieved by the clinician and unraveled during removal. Second access attempt necessary and additional ultrasound procedure needed to check for wire fragment. Additional information provided on 09/05/2023: event occurred during placement. Went to remove the device after failed attempt, saw fractured wire sticking out of the skin at the insertion site, removed wire. The wire broke into two pieces. Diagnostic ultrasound performed to confirm all pieces were removed. No additional treatment or testing required beyond placement of new device. The event didn't involve an urgent/life threatening medical situation. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that clinician threaded wire without incident but encountered resistance when threading the catheter. Clinician attempted to pull catheter back onto needle and withdraw wire but was unable to do so. Upon removal of the catheter, the catheter was found to sheared and the wire was broken off, sticking out of the skin. The wire piece was retrieved by the clinician and unraveled during removal. Second access attempt necessary and additional ultrasound procedure needed to check for wire fragment. Additional information provided on 09/05/2023, event occurred during placement. Went to remove the device after failed attempt, saw fractured wire sticking out of the skin at the insertion site, removed wire. The wire broke into two pieces. Diagnostic ultrasound performed to confirm all pieces were removed. No additional treatment or testing required beyond placement of new device. The event didn't involve an urgent/life threatening medical situation. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a broken guidewire and catheter is confirmed and was determined to be use-related. One 18 ga powerglide pro was returned for evaluation. An initial visual observation revealed use residues throughout the returned powerglide pro. The safety mechanism was advanced over the needle, and the catheter was still attached to the distal end of the device. A microscopic observation revealed a chevron-shaped split towards the distal end of the catheter. The distal tip of the catheter was present without any catheter piece missing. The catheter was removed from the device to observe the split. The split had sharp fracture edges and a granular fracture surface. The powerglide was subsequently taken apart to observe the guidewire. The guidewire was missing its coil wire and its distal weld tip. The distal end of the returned guidewire was broken at an angle and tapered slightly. The fracture surface of the guidewire break appeared granular. The features of the catheter split and the guidewire break was likely due to tensile or pulling forces against the needle bevel. From the observed characteristics of the break, the complaint of a broken guidewire and catheter is confirmed. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.